Manufacturer narrative:
One imp,tsv,mcol mg,3.7mm,16m (tsvmb16) was returned for investigation. Visual inspection of the as returned product identified that the implant and mount show signs of wear about the threads and hex connections. The drive feature, mount screw, and hex of the mount show a significant amount of dried blood. Functional testing revealed that the mount screw and mount hex could be easily removed from the implant. The mount was able to completely seat and disengage as normal when tested further therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth unknown / not provided; weight unknown / not provided; email address unknown / not provided.

Event description:
Dr. Indicated that the implant body of the tsvmb16 could not be removed from the implant mount, another implant was placed instead.